Event description:
The customer reported the vertical lift column down button did not work. The system won't go up or down. Patient involved but not injured. The customer was able to complete procedure. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced the power supply. No patient injury was reported.